Manufacturer narrative:
(B)(4). The reported malfunction was observed and attributed to a system interconnection cable that was not properly seated. The cable was reconnected to correct the reported problem. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "pacer fault 116," "pacer disabled," and "defib disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.